Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) removal surgery due to it not functioning. The patient received radiation leading to experiencing recurring incontinence. During the procedure the existing aus was removed. The device was not released by the hospital. No more information available through physician. Should additional information become available, it will be provided.